Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-01794. The hospital disposed of the device.

Event description:
Upon removal of two penumbra smart coils (smart coils) from their dispenser hoops, the technologist inadvertently kinked the proximal portion of the pusher assemblies on both coils. The pusher assemblies became damaged prior to use in the patient and therefore, the smart coils were not used in the procedure. The procedure was successfully completed using new smart coils.